Manufacturer narrative:
(B)(4). Follow up: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd unspecified syringe plunger separates from plunger. The following information was provided by the initial reporter: report received from pv on 05dec2024: patient states that one syringe/needle had a defect. The black plastic piece of the plunger was stuck to the barrel of the syringe and the plunger piece disconnected from it. One syringe/needle out of the three kits was affected. Ae: yes, (B)(4), potential missed dose.